Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that size 3 mbt tibia plastic trial broke. No patient involvement or lost pieces. Piece wasn't impacted and just must have been cracked enough to easily separate into 2 pieces when putting in. No surgical delay.

Manufacturer narrative:
Pc-(B)(4).examination of the returned view plate confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.